Event description:
Hcp reported the patient has complaints of an increase in pain. No other withdrawal symptoms reported. The pump reservoir was accessed and the hcp removed 12cc of medication instead of the expected 3cc. A rotor study showed no rotor movement. A catheter dye study showed no problem with the catheter. The patient was supplemented with oral medication and the pump was replaced. The patient was seen in the clinic 10 days after surgery and was reported to be doing fine.